Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from manufacturer representative. The patient continued to have fluid in the pocket from unknown source. Exploratory revision scheduled for (B)(6) 2016.

Event description:
Information was received from a healthcare professional via a company representative regarding a patient receiving medication via an implanted pump. The indication for pump use was spinal pain. The patient was seen for her follow-up appointment and fluid was noted around the pump. There was concern for infection. The patient was given antibiotics.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.